Event description:
It was reported the pt underwent an scs implant and developed left leg weakness in post-op. The pt was seen at the physician's office one week later for evaluation. The pt was admitted into a rehabilitation facility where he is learning to walk with the aide of a walker.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.